Event description:
I had the essure implanted in me on (B)(6) 2009. I began having pelvic pain, nausea, headaches, and other problems within a few months. I wasn't aware of side effects of the metal in this product. I also had severe bloating. I went to my gynecologist (B)(6) 2014 to discuss this matter. I was diagnosed with pelvis congestion syndrome and dysmenorrhea. I was then scheduled for a hysterectomy on (B)(6), 2014. Immediately after surgery and for the last 6 weeks all of my symptoms have disappeared. I believe the essure product caused my problems and should not be an option for women.